Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2011-01876. The pt received her scs system, including three percutaneous leads (from two separate lots), on (B)(6) 2011 for bilateral leg pain. It was reported that the pt felt stimulation in her stomach and rib stimulation. The pt stated that she was kicked recently and noticed her stimulation changed afterwards. An x-ray showed the pt's leads had migrated. The physician decided to explant the leads and replace them with a surgical lead on (B)(6) 2011. The pt reported effective stimulation coverage postoperative. No further pt issues were reported.